Event description:
After a few weeks of implantation, this pacemaker was explanted for an infection. A new reply dr was implanted.

Manufacturer narrative:
(B)(6) 2010. A response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4), 2010. A response from the manufacturer is pending. (B)(4), 2011. Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.

Event description:
After a few weeks of implantation, this pacemaker was explanted for an infection. A new reply dr was implanted